Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported issue and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's personal diabetes manager (pdm) was not working and could not be charged. As a result, the patient had to visit urgent care to obtain a backup insulin while traveling from florida to toronto. The patient's blood glucose level reached 16.2 mmol/l (291.6 mg/dl). At urgent care, her blood pressure was checked, and she was given a prescription for insulin pens and lispro.